Manufacturer narrative:
(B)(4): the customer reported that the device delivered energy below spec. There was no reported pt involvement. A philips bench technician evaluated the device and confirmed the failure. A faulty high voltage capacitor was found to be the cause. The high voltage capacitor was replaced to resolve the failure. The device passed all performance assurance tests and was returned to the customer. This was a malfunction of the high voltage capacitor that caused energy to be delivered below specs.

Event description:
The customer reported that the device delivered energy below spec.